Event description:
Plaintiff reports bilateral implantation on 8/27/84 with explant on 9/15/94. Plaintiff alleges various illnesses including, but not limited to, rash, fever, night sweats, memorly loss and joint pain.